Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump display went blank. Customer cannot recall blood glucose reading. Troubleshooting was not performed for blank display. Customer also reported fail battery test but the issue was resolved. Insulin pump will not be returning for analysis.